Event description:
Per the customer, the gauss scale was not measuring appropriately and was inaccurate. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.